Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown . It was reported that 96% of spectra obtained from gel separator serum collection tubes could not be quantified. At the conference, an associate identified a poster, which states that 96% of spectra obtained from gel separator serum collection tubes could not be quantified due to small, but predictable peaks, overlaying the methyl-proton signal using the bruker ascend nuclear magnetic resonance method (nmr).

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. As bd pas had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that 96% of spectra obtained from gel separator serum collection tubes could not be quantified. At the conference, an associate identified a poster, which states that 96% of spectra obtained from gel separator serum collection tubes could not be quantified due to small, but predictable peaks, overlaying the methyl-proton signal using the bruker ascend nuclear magnetic resonance method (nmr).